Manufacturer narrative:
The device has been received and is under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 3 years and 3 months post implantation, the lens was explanted due to asymmetrical vaulting. The patient developed chronic macular edema and eye was left aphakic until the chronic macular edema resolved. The patient's current visual acuity is 20/150.